Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and noticed a pin hole in the cassette film, no others issues were detected on tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history file [DHR] of this product was reviewed and no nonconformance reports or other abnormalities were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the manufacturer evaluation of the device.

Event description:
The wife of a peritoneal dialysis (pd) patient called the patient services line to report that the liberty cycler cassette/tubing set had a hole in it. Upon follow up with the patient's wife, it was determined that the patient had completed the treatment as usual the night of the event. At the end of the treatment, the patient's wife had removed the supplies and placed them in a bin. The following day she had noticed that there was fluid in the bin. The patient's wife inspected the cassette/tubing set but could not see any holes in it. After that, she decided to run some water into the lines and that's when she noticed a stream of fluid coming out from a pin size hole in the cassette. I advised the patient's wife to follow up with the pd nurse regarding this incident. According to the patient's wife the patient had not experienced any adverse events as a result of this incident. The cassette/tubing set in question was made available for return.